Event description:
Patient present high thresholds. Patient presented to hospital for routine cardioversion of af patient had been in for 4.5 months. Following cardioversion which successfully converted patient from af to dual chamber pacing, atrial lead appeared to not be capturing in bipolar or unipolar configuration. No capture was observed at max output. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).